Event description:
It was reported that during a lap cholecystectomy, the hand piece had intermittent activation. Customer tried a second hand piece and received a hand piece error. Customer used a third hand piece to complete the procedure. Requested patient info, but unavailable.

Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked and the mount loose. The handpiece was connected to a generator and evaluated with a test instrument; no error code 3 was noted during testing. The instrument was disassembled to inspect internal components. A torn acoustic isolator and evidence of moisture ingress were found. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is probable that the loose mount and moisture ingress affected handpiece functionality resulting in an error code 3.